Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va38kjm. Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary disease. It was reported that the patient did not feel [stimulation] after surgery. An error code was encountered that indicated the resistance values for all components exceeded 4000. The environmental/external/patient factors that may have caused the issue were unknown. The issue was not resolved at the time of this report. Additional information was received from the manufacturer representative (rep) on (B)(6) 2026. The rep reported that the cause of the patient not feeling stimulation was not determined; however, the most likely cause was noted to be a lead fracture. To resolve the issue, the polarity was changed and performed on (B)(6) 2026. The issue has been resolved. The rep reported that the cause of the resistance values for all components exceeding 4000 was not determined; however, the most likely cause was noted to be a lead fracture. It was unknown if the issue was resolved. Additional information was received from the rep on (B)(6) 2026. The rep reported that the lead fracture was not confirmed. It was noted that it was unknown if the cause of the [unconfirmed] lead fracture was determined, and the most likely cause was unknown. No particular actions were planned to resolve the issue, and it was unknown if the issue was resolv ed.